Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated issue, a reportable malfunction was found. The response buttons on monitor sn (B)(4) were non-functional.